Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information: the manufacturer's analysis of the historical log file data downloaded from the patient's system controller confirmed the report of low flow hazard alarms; however, a correlation between the device and the reported event could not conclusively be determined. The data recorded in the historical log file revealed low flow hazards events captured with the recorded estimated flow rates of 2.4 liters per minute (lpms). The information available to the manufacturer indicated that the reported symptoms resolved and the patient was subsequently discharged home. The patient remains ongoing on lvad support. The device's approved labeling provides information regarding the factors that affect pump flow and how to assess flow. The use of anticoagulation medication is outlined in device's labeling. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. (B)(4).

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital on (B)(6) 2014 for suspicion of a transient ischemic attack. The patient's inr was 1.2, and her plasma free hemoglobin was 79. Low flow alarms were occurring intermittently. An echo was performed. The hospital staff increased the patient's dosage of aspirin and will monitor her closely.